Manufacturer narrative:
The electrode lot number and expiration date were not provided. The qc recovery was acceptable. Therefore, there was no indication of a performance issue with the reagent. The field service engineer found that the vacuum nozzle vertical shaft was damaged, and fluid remained in the reaction vessel. He replaced the mechanism, replaced the ise gear pump, checked the vacuum performance, and adjusted the ise nozzles. He repeated samples successfully, completed ise checks successfully, and completed precision and sample comparison successfully. The investigation determined that the service actions resolved the issue

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double). The initial result was 167 mmol/l, and the repeat result was 141 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.